Manufacturer narrative:
Product event summary: the controller passed visual and functional testing. Additional system component being reported for this event: (B)(4). H3. Yes h6: FDA method code(s): 38, 10, 23 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 the returned battery passed external visual inspection and functional testing. (B)(4). H3: yes h6: FDA method code(s): 38, 10, 23 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 71 the returned battery passed external visual inspection and functional testing. (B)(4). H3: yes h6: FDA method code(s): 3372, 23, 10 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 the returned battery passed external visual inspection and functional testing. (B)(4). H3: yes h6: FDA method code(s): 3372, 23, 10, 38 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 the returned battery passed external visual inspection and functional testing. (B)(4). H3: yes h6: FDA method code(s): 3372, 23, 10, 38 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 25 the returned battery passed external visual inspection and functional testing. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the controller (B)(4) and six batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4), as well as power switching events due to communication errors involving (B)(4). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer has opened an internal investigation to address momentary disconnections between the controller and batteries. Additional system component being reported for this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-02-22 / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-11-03. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-02-22. Labeled for single use: no. Brand name: heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-02-28 / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-10-13. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2015-02-28. Labeled for single use: no. Brand name: heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2016-10-22 / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-10-30. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2015-10-22. Labeled for single use: no. Brand name: heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-02-21 / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-11-01. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-02-21. Labeled for single use: no. Brand name: heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2017-02-11 / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-11-01. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-02-11. Labeled for single use: no. Brand name: heartware® ventricular assist system - battery (B)(4) - battery / model# 1650de / expiration date 2018-01-31 / UDI#(B)(4). Device available for evaluation: yes. Return date: 2017-11-13. Device evaluated by manufacturer: no. Device evaluation anticipated, but not yet begun. Device manufacture date: 2016-01-31. Labeled for single use: no. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power sources were switching from one controller power port to the other earlier than expected. The controller and associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Other devices involved in this event: medical devices: battery / (B)(4), battery / (B)(4), battery / (B)(4). If information is provided in the future, a supplemental report will be issued.